Event description:
Baxter clearlink tubing primed with ns [normal saline] and loaded on baxter pump and infuse ns as a carrier fluid. Tubing used a primary line. Durvalumab made by pharmacy and bag spiked with short set tubing and attached at luer lock (y-site) closest to the baxter pump (below the pump). Durvalumab hung and attached per institutional policy. Baxter pump alarmed occlusion alarm immediately. Drug would not drip and infuse. Durvalumab requires filter. Tubing placed on 3 different baxter pumps and all 3 pumps gave the same alarm. Durvalumab short set taken off of primary line and sent back to pharmacy to be re-made. Flushed the tubing at the luer lock (y site) near the patient and the y site flushed and gave blood return. Patient has implanted port. Tubing also disconnected from port. Port flushed with pre-filled ns flush and flushed easily and gave good blood return. Pharmacy made new bag of durvalumab with short set tubing. Drug attached a 2nd time and still would not infuse. Baxter pump alarmed occlusion immediately and would not infuse. Drug sent back to pharmacy again. New bag of durvalumab made a 3rd time and short set tubing primed with filter. Short set tubing tested with no issues prior to attaching to patient. Rn attached this 3rd bag and alarmed occlusion again. Pharmacy came to bedside to evaulate the pump and tubing. Rn tested the luer lock (y site) closet to the pump. Ns prefilled syringe would not flush. Nothing would infuse through y site. Entire primary set changed out with new bag of ns and new tubing. Durvalumab then attached to the new tubing and was able to infuse.